Event description:
It was reported to nova biomedical that a consumer not consistent with her diabetic routine of meals and insulin experienced a hypoglycemic event requiring food intervention and emergency services w/o transport. During troubleshooting it was determined that the consumer does not control solution test her blood glucose test strips and was using strips that on the call fell out of range. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.